Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped, component failure of the universal cable and component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction image did not display, video image noise was traced to be component failure of the universal cable, the most probable root cause of the malfunction light guide bundle was chipped was traced to be component failure of the light guide bundle and the most probable root cause of the malfunction component failure of the universal cable and component failure of the light guide bundle was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was reported that the rigid video laparoscope had no image and image noise during inspection for use. There were no reports of patient harm.

Event description:
It was reported that the rigid video laparoscope had no image and image noise during inspection for use. There were no reports of patient harm.